Event description:
It was reported that the compressor generated an alarm indicating low pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the compressor generated an alarm indicating low pressure. Our field service engineer investigated the compressor mini on site. There was no drainage as reported by the user, the drainage valve was replaced. It was also found that the motor tube had been torn and the low pressure alarm had been triggered. The motor tubing and capacitor for motor were replaced. After the replacement, the compressor is working properly and the pressure has returned to normal. The unit passed all performance tests according to factory specifications and was approved for clinical use. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. No parts were returned for investigation. Therefore, the root cause for the reported issue could not be established by this investigation.